Manufacturer narrative:
Additional information: sections d.6b. The recipient reportedly experienced electrode extrusion. The recipient presented with inflammation, granulation tissue in the wound, and purulent drainage. The recipient was prescribed cephalexin (keflex) again and mupirocin ointment. The recipient's device was explanted. The wound was irrigated with irrisept. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The recipient has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection following initial implant surgery. The recipient was prescribed oral antibiotics (type unknown).

Manufacturer narrative:
Additional information: h.6, b.7 the recipient will not be reimplanted. Recipient is healing. Additional information regarding infection status will be provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's original infection issue has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.3. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests that were performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.